Event description:
It was reported prior to a laparoscopic cholectystectomy two 512s trocars were opened and the scrub person attempted to arm the trocars but was unsuccessful. A new trocar from a different lot was opened and was successfully armed. The or staff pulled the remaing trocars from the lot and presented them to the rep. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident occurred. Eight instruments were rec'd, six were in the original, unopened, sterile packages. The devices were examined and would not arm as rec'd. The obturator handle welds were measured and found to be skewed. The obturator handle is welded during the assembly process.